Event description:
The facility reported a pump with failure code 570:320:844:0000. It is unknown when this failure code occurred. There was no patient injury or medical intervention necessary according to the hospital representative.

Manufacturer narrative:
Evaluation summary: the reported condition was confirmed. Inspection of the device found that the failure code caused by depleted batteries. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA mdq-CAPA-132, which was opened on april 1, 2005.